Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed open wounds under the lifevest. The patient reported that the therapy electrodes were rubbing his skin around an area where he had drainage tubes from a previous surgery and causing open wounds. The patient's medical outcome is unknown, as follow-up attempts were unsuccessful.